Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner failed due to a defective bardcode scanner cable. A field service engineer replaced the barcode scanner cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the scanner failed to read any barcodes. Occasionally, the device emitted a sound, and the indicator light turned red. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.